Manufacturer narrative:
Bci hotline suggested to the customer that they empty the exit sumps. This action resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak in the hydro area which appeared to be waste. No injury was reported.